Event description:
It was reported that the patient presented for an implant procedure. During the implant procedure, the leadless pacemaker separated prematurely from the catheter. Upon inspection of the catheter outside the patient's body, tether mode could not be activated, and the tethers were misaligned. The leadless pacemaker remained implanted, and there were no patient consequences.